Event description:
During the priming process, a crack was noticed in the tubing below the pump. Manufacturer response for bd alaris pump infusion set, (brand not provided) (per site reporter). They are sending us the event inquiry and the call tags for the product so that we can mail the cracked tubing back to them.